Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia associated with diabetic ketoacidosis (dka), with a reported blood glucose values over 400 mg/dl upon hospital admission. The event involved product(s) mmt-1884,mmt-398a,mmt-332a and mmt-7040a. The customer has type 1 diabetes and reported treatment including bolus delivery, manual insulin injection, and hospitalization. The customer was admitted to hospital for greater than 24 hours and reported symptoms including nausea and vomiting. Insulin was administered via IV drip at the hospital, and ketone testing was reported as negative. The insulin pump was reportedly in use within 48 hours prior to hospitalization. There is no mention of the auto mode feature at the time of the event. Troubleshooting was offered but declined. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. Mmt-1884 were expected to return. Mmt-398a, mmt-332a and mmt-7040a were not expected to return.